Manufacturer narrative:
The investigation confirmed the reported event. The root cause was not conclusively identified. (B)(4) has been opened to further investigate, determined root cause, and corrective actions.

Event description:
Stem trial broke at the end, and the tip of the stem trial was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.